Manufacturer narrative:
Follow-up #1: date of submission: 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: the keypad was fully intact and all of the buttons were fully responsive. The keypad was removed and no contamination was found. The original complaint could not be confirmed or duplicated. The pump was opened and the keypad flex was fully seated with no damage observed. Unrelated to the original complaint, the audio bolus button cover was damaged, but was still responsive and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.